Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had been experiencing rib stimulation. Reprogramming was attempted by a manufacturer representative and was unable to resolve the issue. Surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned to address the issue.